Event description:
It was reported that the arctic sun device wasn't filling. Biomed had a bad circulation pump and was due for the 2000 hour pm, current hours 5844 gave them the info for parts and service. Mis call received on 05aug2024: nurse attempting to start therapy and was getting low flow (02) alert. They disconnected and reconnected and was unsuccessful at increasing flow rate(fr). Turned device off/on and received an alarm that the reservoir was empty (05). They were attempting to fill the reservoir, but the device would not take the sterile water. Confirmed gel pads were still connected and advised the device may not need water. Explained how the arctic sun device was not registering the water in the pads at this time. Instructed them to stop trying to fill reservoir and empty pads instead. Stated they seen no water flowing into the pads then received an alarm (04). They would send this device to biomed for further troubleshooting and order another arctic sun device for this therapy.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The reported issue was confirmed. The root cause was isolated to a faulty circulation pump. It was noted that the nurse was attempting to start therapy and was getting low flow (02) alert. He disconnected and reconnected and was unsuccessful at increasing fr. Turned device off/on and received an alarm that the reservoir was empty (05). He is attempting to fill the reservoir, but the device will not take the sterile water. Confirmed gel pads were still connected and advised the device may not need water. Explained how the as is not registering the water in the pads at this time. Instructed him to stop trying to fill reservoir and empty pads instead. Stated he sees no water flowing into the pads then received an alarm (04). Biomed has a device that isnt filling, he has a bad circulation pump and is due for the 2000 hour pm, current hours 5844 gave him the info for parts and service. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. DHR is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. UDI format updated with available product information per gudid.

Event description:
It was reported that the arctic sun device wasn't filling. Biomed had a bad circulation pump and was due for the 2000 hour pm, current hours 5844 gave them the info for parts and service. Mis call received on (B)(6) 2024: nurse attempting to start therapy and was getting low flow (02) alert. They disconnected and reconnected and was unsuccessful at increasing flow rate(fr). Turned device off/on and received an alarm that the reservoir was empty (05). They were attempting to fill the reservoir, but the device would not take the sterile water. Confirmed gel pads were still connected and advised the device may not need water. Explained how the arctic sun device was not registering the water in the pads at this time. Instructed them to stop trying to fill reservoir and empty pads instead. Stated they seen no water flowing into the pads then received an alarm (04). They would send this device to biomed for further troubleshooting and order another arctic sun device for this therapy.